Event description:
Caller reported occurrence of a cartridge alarm 30. There was no adverse impact to customer¿s blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support confirmed consecutive cartridge alarms and arranged to send a replacement pump with updated software. Caller will continue using the current pump until the replacement arrives and was instructed on storage and return procedures for the problematic pump.